Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the manufacture date and UDI in section d4, the device return date in section d9, update section h3, and to provide the expiration date in section h4. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal evolution device was received for product analysis. The arteriotomy locator and hemostasis sheath were returned along with the carrier tube assembly. No other components were returned for evaluation. Locator and sheath were returned mated. There was bloodlike substance found on all the components. There was no sign of damage or deformation observed on the returned arteriotomy locator and sheath. There were no signs of use of angio-seal evolution device. The device sleeve was in forward lock position with the color bands concealed. No other visual anomalies were noted. The complaint could not be confirmed for the alleged failure of the device. There were no functional anomalies noted with the hemostasis sheath, locator, or the carrier tube assembly. The exact cause of the event experienced by the user cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. Phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the bleeding occurred after the angio-seal evolution placement/reflux. The procedure was delayed by eight minutes. Another device identical to the first one was used to overcome the incident. The patient has been treated as intended.